Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 30.7-30.9cm, 31.4-31.7cm, 32.5-32.6cm, and 33.5-33.9cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.